Event description:
Multiple vasoactive drips were infusing on a acutely ill patient. Patient's blood pressure was dropping. Witnessed bed sheets saturated with fluid. All lines tightened. Appeared to be leaking from the back of one of the 3-way ports.new manifold was applied. Medication was then infusing properly.